Manufacturer narrative:
On 07/30/18, it was reported to mentor that the device history record ( DHR) of lot number 5553402 reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 08/28/18, it was reported to mentor that the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. On 08/28/18, it was reported to mentor that the left breast implant had a deflated shell and visible valve disruption. The replacement devices were gel allergan breast implants. The patient tolerated the procedure well. The patient was in a stable condition after the surgery. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that a (B)(6)-year-old asian female patient underwent a breast augmentation primary with a saline mentor smooth round high profile 330cc and experienced deflation on the left breast implant. As a result, the patient had undergone removal and replacement with gel implants on (B)(6) 2018. There were no complications.

Manufacturer narrative:
On 09/30/2018, it was reported to mentor that the device evaluation and investigation have been completed. Upon receipt by mentor, the device returned without fluid. No foreign material was observed within the device or on the shell surface. Product evaluation team discovered a leakage at the valve. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage. There is no evidence that the issue is related with manufacturing. Because product evaluation team was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Manufacturer¿s reference number: (B)(4).